Event description:
Customer reported diabetes ketoacidosis. Customer states that the blood glucose is fluctuation and they had ketones. Customer was recommended to visit the emergency room but was not hospitalized. Customer also states that all the events took place with a bent cannula. Customer mentioned that she had other issues which were not diabetes related. Furthermore, customer states that during one event, she was filling the reservoir, the needle came out. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.